Event description:
On (B)(6) 2011, patient reported that when she tried to remove an insulin cartridge approximately 2 weeks ago, the plunger detached and a small amount of insulin spilled inside the cartridge compartment of the infusion device. The plunger was not stuck on the piston rod. Patient shook the insulin out and dried the cartridge compartment. The cartridge was removed properly. Patient experienced elevated blood glucose in the 300-400 mg/dl range, and target blood glucose is 130-170 mg/dl. Patient corrected hyperglycemia with injection therapy. Patient believes insulin ingress is preventing the piston rod from moving and delivering insulin correctly. There have been no changes to her health, medication, diet, or lifestyle. Alleged cartridge was discarded by the patient. The infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.